Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the harness cable attached to the isolatran (line conditioner) output had burn marks. The fse replaced the harness and the isolatran to resolve the issue.

Event description:
The customer reported that they noticed a burning smell and a "popping" sound near the right, backside of the unicel dxc 800 synchron system. Their was no sparks or flame, no exposure and no injury occurred due to this event. No erroneous results were generated due to this event. The fire department was not called. The facility has a risk management plan.